Event description:
It was reported that an intra-aortic balloon (iab) was received for return. The only info received was that the iab had a hole and gas helium entered in contact with the pt's blood. The pt is still in the hospital. Additional info received on (B)(4) 2013 stated that it was reported that the event involved a male pt while in the surgical department during use. The pt was submitted for revascularization of the myocardium surgery and there was the necessity of iab after the beginning of the anesthesia by femoral artery. The iab was inserted sheathless via right femoral without issue and was working well. During the thorax opening the equipment stopped 2 times, alarmed and stopped working. During aorta cannulation, the equipment stopped again and showed helium loss. At that moment the physician observed a lot of bubbles coming from the ascending aorta. As a result, the bubbles were removed by aorta cannula, coordinates compression and trendelenburg position. There are no pump strips available for review. Per the doctor there was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt is stable without neurological disturbs. An update received on (B)(4) 2013 stated that the length of time in use prior to the event was 30 minutes.

Manufacturer narrative:
(B)(4).